Event description:
It was reported that the patient inadvertently underwent an MRI (magnetic resonance imaging) procedure. There were no reported performance issues or adverse events as a result of the procedure. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient inadvertently underwent an MRI (magnetic resonance imaging) procedure. A device interrogation the next day showed no historical data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
We are redacting this report because no product problem or adverse event was reported to medtronic as a result of the MRI scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.